Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the data file was received. Review of the data file indicated the device appeared to operate correctly as it provided a shock in each of the vf rhythm analysis during the patient event. After review, it was determined that the device operated within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.